Event description:
The foreign facility reported that a male patient was hospitalized in 2008, for a diagnosis of peritonitis after using dianeal and extraneal solution and a uv flash device. The patient was treated with sefirom. The next day, methicillin resistant staphylococcus aureus (mrsa) was detected from the patient's exit catheter site. The peritoneal culture was negative at this time. In the same month, the white blood cell (wbc) count in the effluent was 1130/mm3. The patient received sulperazon as treatment for an unknown length of therapy. The following month, the patient had not yet recovered. Two days later, the peritoneal effluent was clear. The nurse indicated that she thought that the event was possibly related to the uv flash device.

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation of if any additional information becomes available.